Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 41.47 pmol/l and repeated as 15.6 pmol/l. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 288197. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer checked the cap holder and this was correctly adjusted. The sample probe was checked and it was clean. The sample probe adjustment was checked and the sample pipettor arm was checked. The sample pipettor wire cable was modified. He changed the mixer. Pinch valve tubing was checked and this was ok. He checked the measuring cell installation. The customer did not have any further issues. Calibration signals were ok. Control values were within range on the date of the event. All control results are ok. The investigation was unable to find a definitive root cause. A general reagent issue most likely can be excluded.

Manufacturer narrative:
Calibration signals were ok. Controls measured on the day of the event were ok. No pre-analytic sample handling issues were found. Upon review of the alarm trace, an abnormal aspiration alarm occurred on the analyzer at the time the sample was first measured. Similar alarms occurred within a relative short time period from the time of sample measurement. Abnormal sample probe movement alarms also occurred.